Event description:
An 8f angio-seal sts plus was deployed following a percutaneous coronary intervention for chronic total occlusion of a right coronary artery, accessed through a retrograde puncture in the right femoral artery. A pre-deployment angiogram revealed moderate calcification but no stenosis. Four hours post procedure, the patient presented with pain in the lower extremity. An ultrasound revealed a thrombotic occlusion. The next day, an angiogram revealed the puncture vessel was occluded and was affected with 100% stenosis from the puncture site to the external iliac artery. An embolectomy and surgical repair of the vessel were performed. Intraoperatively, severe arteriosclerosis and vascular dissection were noted, and the collagen and anchor were found. The patient was listed as stable.

Manufacturer narrative:
No product was returned. A review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states if patients have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries >5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.